Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of charred blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wiring on the jaw separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. There were two things that happened here. The first was that the insufflation tubing on the trocar was apart from the trocar upon removal from the packaging. The second was that the wiring on the jaw had separated and was noticed prior to use. This was only noticed after it had been inserted into the cannula and it was tested using a wet gauze pad but found to be heating inappropriately. Both the hamopro ii device and the trocar will be returned.

Manufacturer narrative:
Please disregard previous statement. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wiring on the jaw separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. There were two things that happened here. The first was that the insufflation tubing on the trocar was apart from the trocar upon removal from the packaging. The second was that the wiring on the jaw had separated and was noticed prior to use. This was only noticed after it had been inserted into the cannula and it was tested using a wet gauze pad but found to be heating inappropriately. Both the hamopro ii device and the trocar will be returned.